Event description:
Pt removed bandage over IV site to manipulate IV catheter when they noticed bubbles in the IV line. There was blood around IV site and the hub was free, no catheter was there. Pt had used a scissors to cut the bandage off without any medical assistance. Checked the floor, the bandage, all over for the catheter but it was not found. Went to ER, x-rays were done but could find no evidence of the catheter inside the pt's body. Surgery was done but could not find catheter. Dr advised that if catheter was in the body it would stop at the lungs.